Manufacturer narrative:
A4 and a5 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella 5.5 was inserted via axillary artery in a 64 year old female patient for acute decompensated cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai shock stage d. While on support the device functioned within the expected range at p-8 4.6 l/min with d5w 25units sodium bicarbonate as the purge solution concentration. While on support an impella in aorta alarm occurred and the patient was taken to the cath lab for repositioning. It was noted that the device was secured to the leg utilizing iabp stat locks above and below the knee, which is not the recommended 3-point fixation technique. This was rectified following the repositioning and the device was secured following the recommended practice. There were no documented clinical events during the alarm or repositioning.

Manufacturer narrative:
Complaint coding was corrected to appropriately reflect the reported event. As a result, h6 health effect-clinical/impact and medical device problem coding were corrected, fully populated.

Manufacturer narrative:
Section h6, health effect impact code: f1904 has been removed and replaced with f1905.

Manufacturer narrative:
It was noted that the impella was successfully explanted as a bridge to transplant and the patient survived. H6, health effect impact code f19 has been added.

Manufacturer narrative:
Additional information was received from the reporter: the patient was transplanted. Data logs could not be obtained from the device for evaluation.